Event description:
The patient's clincal status was not addressed but inappro- priate measured data was noted. Initial measured battery voltage was 2.65v. Subsequent measurements showed battery data of 2.51v, 38ua, 4.8 kohms with an elective replacement indicator (eri) flag appearing onscreen. A follow-up done one month previous revealed measured battery voltage of 2.74v with 2.55v during a second interrogation. The device was programmed to high outputs.